Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hystrectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed") and was found to have hepatic enzyme increased ("my liver enzymes were elevated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hepatic enzyme increased and cholecystectomy outcome was unknown. The reporter considered cholecystectomy, hepatic enzyme increased and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: medical device removal, elevated liver enzymes, gall bladder removed". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hystrectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed") and was found to have hepatic enzyme increased ("my liver enzymes were elevated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hepatic enzyme increased and cholecystectomy outcome was unknown. The reporter considered cholecystectomy, hepatic enzyme increased and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: medical device removal, elevated liver enzymes, gall bladder removed". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hystrectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed"), experienced menorrhagia ("heavy periods") and was found to have hepatic enzyme increased ("my liver enzymes were elevated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hepatic enzyme increased and cholecystectomy outcome was unknown and the menorrhagia was resolving. The reporter considered cholecystectomy, hepatic enzyme increased, medical device removal and menorrhagia to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: medical device removal, elevated liver enzymes, gall bladder removed", menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event : heavy periods added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.